Event description:
It was reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Explained other possible causes to the customer of high blood glucose. Troubleshooting was performed and pump programming and function appeared to be normal. It was also advised to the customer to change reservoir and infusion set.